Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe did not had a contact mark. The grasping section did not had a contact mark. The tissue pad of the subject device was worn and partially separated. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section, consequently the proximal side of the tissue pad was damaged. The instruction manual of the device has already warned as follows; *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted distal gastrectomy, the subject device was used. In the procedure, the tissue pad of the subject device separated. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the separation of the tissue pad.